Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the needles of the proglide device were deployed, however, the plunger and needles were not removed from the patient anatomy before the foot plate was returned to its original position. The device could not be removed from the patients anatomy and a surgical cut down procedure was performed to achieve hemostasis. There were no reported adverse patient sequelae. The physician reportedly was not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. Failure to follow steps/instructions and the physician reportedly not trained in the use of the proglide device. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A device not able to be removed and requiring surgical cut down as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. All devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. The information reported abnormal user technique, before returning the foot to its original position the physician did not disengage the needles by pulling the plunger assembly back. Therefore, the physician did not follow the deployment sequence. Based on the reported information and the inspection criteria, a cause of the device not able to be removed and requiring a surgical cut down is attributed to user error. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. There does not appear to be an indication of a product quality deficiency.